Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedances. A revision procedure was performed and this rv lead was extracted and replaced. During the revision, the lead was tested via a pacing system analyzer and the high impedances were recreated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut in the insulation that corresponded to a cut in the suture sleeve. The cut was likely induced during removal of the suture sleeve at explant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.